Event description:
It was reported the unspecified vacutainer blood collection tubes experienced clotting/micro clots/fibrin clots, poor barrier separation of sample, erroneous results (3 of 3) this event occurred 3 times. The following information was provided by the initial reporter. It is reported customer experienced clotting, erroneous results and poor barrier separation. "Plasma is clotting in the pst tubes. The specimen is fine in edta and na citrate. Patient originally presented to emergency on november 20th in the afternoon. The day shift tech ran the sample with an indices because it looked lipemic. The lipemia index was 9. They then put the sample up for ultra centrifugation and passed on information to evening shift. The evening shift tech relayed information to the original day shift tech the next day (sunday evening at shift change) that the sample was strange when being removed from ultra centrifuge and that the small amount of main sample that was left over was completely clotted. The evening shift tech ran the ultra centrifuged sample and results did not change significantly but lipemia index went to 1" cbc and coag specimens plasma show no lipemia. On sunday, patient was readmitted to emergency, and sample was collected on patient and tech noticed plasma looked like it had not separated properly upon spinning. The tech who noted this was also the same tech who noticed the appearance of lipemia in the sample from the day before. However, they were not aware of what happened on the evening shift the previous nite because evening tech did not make them aware until they arrived for their evening shift that nite. Because of the poor separation with flocculant matter seen as well the tech aliquoted and respun plasma in regular centrifuge. Plasma separated and was clear. This caused the tech to do some detective work. Plasma from saturday¿s specimen: completely clotted in pst tube but normal and unclotted in airfuged specimen. Plus the edta and citrate tubes from previous day were fine. Inquired with biochemist on call for any advice and was given no guidance. Tech decided to collect sst and pst with patients next blood work. No clotting problems or lipemic, flocculant serum noted in sst. Pst collected at same time, rapidly clouding after centrifugation and not completely separated. Ran both samples for ordered test and results compared but pst showed lipemia index of 3. Left note for accession to collect this patient¿s chemistry in sst.

Manufacturer narrative:
H6: investigation summary : bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the unspecified vacutainer blood collection tubes experienced clotting/micro clots/fibrin clots, poor barrier separation of sample, erroneous results (3 of 3) this event occurred 3 times. The following information was provided by the initial reporter. It is reported customer experienced clotting, erroneous results and poor barrier separation. "Plasma is clotting in the pst tubes. The specimen is fine in edta and na citrate. Patient originally presented to emergency on november 20th in the afternoon. The day shift tech ran the sample with an indices because it looked lipemic. The lipemia index was 9. They then put the sample up for ultra centrifugation and passed on information to evening shift. The evening shift tech relayed information to the original day shift tech the next day (sunday evening at shift change) that the sample was strange when being removed from ultra centrifuge and that the small amount of main sample that was left over was completely clotted. The evening shift tech ran the ultra centrifuged sample and results did not change significantly but lipemia index went to 1" cbc and coag specimens plasma show no lipemia. On sunday, patient was readmitted to emergency, and sample was collected on patient and tech noticed plasma looked like it had not separated properly upon spinning. The tech who noted this was also the same tech who noticed the appearance of lipemia in the sample from the day before. However, they were not aware of what happened on the evening shift the previous nite because evening tech did not make them aware until they arrived for their evening shift that nite. Because of the poor separation with flocculant matter seen as well the tech aliquoted and respun plasma in regular centrifuge. Plasma separated and was clear. This caused the tech to do some detective work. Plasma from saturday¿s specimen: completely clotted in pst tube but normal and unclotted in airfuged specimen. Plus the edta and citrate tubes from previous day were fine. Inquired with biochemist on call for any advice and was given no guidance. Tech decided to collect sst and pst with patients next blood work. No clotting problems or lipemic, flocculant serum noted in sst. Pst collected at same time, rapidly clouding after centrifugation and not completely separated. Ran both samples for ordered test and results compared but pst showed lipemia index of 3. Left note for accession to collect this patient¿s chemistry in sst.